Event description:
It was reported that the patient had a catheter revision in approximately (B)(6) 2011 (1.5 years from report date). The reporter stated ¿it already failed one time, and they went in and did a revision of it." It was added that ¿the first time they said the pump quit putting baclofen into the spinal column.¿ it was then stated by the reporter that, ¿I think it was actually the tube that goes from the pump to the other.¿ it was noted that there were two breaks in the line. The pump was used to infuse baclofen, concentration and dosage were unknown.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).